Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the arterial sensor stopped functioning. The hematocrit sensor continued to function as expected. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.